Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime test due to faulty sensor resistor. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No crack display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.